Manufacturer narrative:
(B)(4). The available information indicates that the customer evaluated the device and localized the cause of the issue to the bezel assembly. The device remains at the customer site. We are considering this a malfunction of the bezel assembly

Event description:
The customer reported when switching the unit on it goes straight into the main menu and the buttons on the front are not working. There was no reported patient involvement.